Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. Access was obtained through the radial artery. The 90% stenosed target lesion was located in the severely tortuous posterior descending artery (pda). While advancing the taxus liberte 2.50x28mm stent delivery system (sds), there was significant resistance encountered. Flushing was maintained during the procedure, however, the sds did not cross the lesion. The procedure was not completed and the patient's current status is listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned stent delivery system revealed stent damaged. The struts on rows 1-5 from the distal edge were misaligned. Further examination of the balloon and tip sections of the device found no damage. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).